Manufacturer narrative:
D4. Medical device. Lot #: unknown. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the panel phoenix nmic/ID-485, a patient isolate was reported as extended-spectrum beta-lactamase (esbl) negative but when comparable method is used the same isolate was found to be both esbl positive and a carbapenemase-producing organism (cpo). No health impact or consequence reported.